Event description:
It was reported the pt had lost stimulation coverage. The sjm rep met with the pt for reprogramming and was unable to regain coverage due to high impedances on the lead. It was reported x-rays of the system may be the next course of action.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.